Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels in the 50-500 mg/dl range. Reportedly, the customer and health care professional believe the pump settings needed to be adjusted. Customer worked with a health care professional to adjust pump settings and resolve the reported issue. Customer addressed low bg levels with glucose tablets.